Event description:
The customer reported that the insulin pump alarmed motor error while treating her high glucose of 486mg/dl. The customer stated that she did not give any insulin prior bedtime, and she woke with high glucose. Troubleshooting was performed. The customer stated that the device was exposed to an MRI, and the customer went thru a body scanner at the airport. Ran a displacement test and the test failed. No further info was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor anomaly. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.